Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the sensor missing electrode. The sensor did appear bent, retracted or damaged. Advised the customer the sensor will be replaced. The customer's blood glucose was 170mg/dl.